Manufacturer narrative:
Lot number of solution used by patient is unknown. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. On may 25, 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.

Event description:
A female patient reported experiencing acanthamoeba keratitis while using complete moistureplus to care for her proclear contact lenses. Patient's initial symptoms began in 2007, as she was instilling her contact lenses at work. Her left eye began to burn and itch. She continued to wear her lenses until 2:00 pm that day. She self treated with tobramycin that she had used for an eye infection. The next morning, her eye was swollen shut. Patient contacted her ophthalmologist and was treated with antifungal drops (diagnosis not provided). After returning to her ophthalmologist's the following day, her symptoms were not improving and she was referred to a corneal specialist. A culture was done and patient was immediately prescribed several meds, including a "compound". She is continuing to be treated by the corneal specialist. In review of the patient's contact lens care regimen, it was noted that she used the complete lens case, and rinses her lens case with water. Patient discards her lenses approximately every 30 days. She does not swim or shower while wearing lenses. Additional information is being requested from patient and corneal specialist. The lot number was not available at the time of the initial call, however the patient indicated she would return the device for testing. The root cause has not been established.